Event description:
Customer reported unit is freezing up. Customer used second c-arm to finish case. Unit had not been used in a very long time. Suspect a software glitch. Customer tried c-arm after failure. Per customer unit functioned as designed.

Manufacturer narrative:
Gehc surgery fse talked to customer who stated that unit is not used very often. Couldn't duplicate problem even after fluoroing for over 20 minutes. Reseated connections and continued to test unit. Tightened tension on articulating arm per customer request. Adviced customer to use try unit before using on patient in order for unit not to "sit" too long. Unit functions as designed. Called customer to check on unit. Customer stated that unit had not been used. Asked customer to call in if there is any problems. Again, adviced that unit be used periodically for now to assure no further problem is present. Will close out fsr for now. Test equipment: fluke 87iii fs775 .